Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump user removed a cartridge and found the cartridge stopper had come out, resulting in insulin leaking into the pump and prolonged hyperglycemia while using a cartridge/ ¿reservoir¿ component with a highest continuous glucose monitor (cgm) glucose of 395 mg/dl. The pump was cleaned and subsequently functioned, and the user performed a full supply change and planned to monitor glucose. Symptoms included, confirmed by fingerstick per the user. Outcomes included a delay to therapy due to the insulin leak, with no medical intervention required beyond routine diabetes management. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage related to a seal issue consistent with a leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.